Event description:
It was reported that the insulin pump had a crack at the battery compartment and a loose drive support cap. The customer's blood glucose was 113 mg/dl. The customer did not press the drive support cap while connected to the insulin pump. The customer did not know how the damage occurred to the insulin pump. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump received with loose/slanted drive support disk, cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.